Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician investigation revealed the device no longer would start. The bearing and blades were worn. The device was repaired and returned to customer on 7/4/2013. The complaint is indeterminate. Placeholder.

Event description:
Device was returned for an unknown reason. During service, technician found the drill did not shut off, it remained in continuous operation. This is report 1 of 1 for #(B)(4).